Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 70-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during the impella 5.5 insertion the pocket was closed but with continual oozing, a decision was made to reopen the pocket. Bioglue, gelfoam, and surgiflow were used to control bleeding at the anastomosis. The pocket was closed, and pressure dressing applied. It was further reported that despite correcting coagulation and replenishing with blood products, the patient continues to bleed from the right axillary pocket. The physician took the patient to the operation room (or) to explore and a washout. The patient is off anticoagulation due to bleeding concerns. The patient had improvement of axillary site bleeding. The physician took the patient again to or for hopefully the final washout and closure of the pocket. The patient is stable.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. Added- b5 mso review, h6 component code 925, d4-corrected model number, f6/f8 should have been left blank in the initial report.